Event description:
Anchor snapped upon insertion. Additional information confirmed the repair taking place was a bankart tear on the anterior inferior aspect of the glenoid. The site was prepped as it normally would. With our crown tip drill guide, the surgeon drilled with our drill bit to proper depth (positive stop with drill guide). They were able to remove about 50% of the broken anchor with the other broken half being left in the glenoid. An additional hole was drilled to place the additional anchor. Broken portion of inserter was also removed.

Manufacturer narrative:
The returned units were visually evaluated. No broken anchor was returned. Two used handle/inserter assemblies were received. One of the inserters was missing the very tip which interfaces with the proximal end of the anchor. The other one was fully intact. There are no other complaints on file for this production lot. Based on the provided information and the isolated nature of the complaint no root cause related to the manufacture of the device can be established. (B)(4).